Event description:
A malfunction alarm occurred while the customer was inserting a cartridge, identified as malf 9 with fault ID [0-0x20f1]. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer technical support provided pump reset information and guided the caller on resetting the pump. No recurrence of the malfunction code was reported afterward, and the customer was advised to continue using the pump and to call back if any issues arise.